Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - leakage past stopper. One sample and three photos were provided to our quality team for investigation. The sample has an unknown attachment connected to the luer-lok which could not be removed for leakage testing. Each photos show one loose syringe with an unknown dark yellow fluid between the barrel and plunger rod behind the stopper. The condition observed is non-conforming per product specification. Potential root cause for the leakage past stopper defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4214655. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had leakage past the stopper. The following information was provided by the initial reporter: it was reported that another incident with leakage behind the rubber, in a 5ml syringe. The sample is available for pick-up if investigation is needed. The lotnumber: 4214655 (exp. 31/7/29). This happend without the use of pressure, just normal preparation staps. This happend with emthexate (methotrexate), a cytotoxic agent. Additional information provided: was the device being used in/on patient when the issue occurred?: no, incident in pharmacy (preparing area). Was patient or user harmed? If yes, please explain: no. Did malfunction caused needle stick injury to healthcare worker or patient? No. Could you please provide a date of event? 28/11/2024. Please confirm the number of products affected. 1 syringe of 5ml. It came to our attention that samples are available for investigation. Yes. Could you please specify if the samples are: unused (before use). Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication: yes they are, there are traces of emthexate (cytotoxic) in the syringe.